Event description:
It is alleged that the patient received a gunther tulip filter on (B)(6) 2014. The patient alleges to have been injured without further explanation.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein. Patient is alleging vena cava perforation. The patient is further alleging "feel pain sometimes in chest." Per a report from CT (computed tomography), "the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat."

Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01137.